Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming "no disposable clamp tubing." This alarm event pauses the delivery of the pump until the error is addressed. The alarm stopped but the beep persisted. The line clamped, the cassette removed, and the tubing had been massaged. Air was noted. The cassette was reconnected, and the pump had been restarted. The clamp was opened but the beep persisted. The cassette had been removed and tapped on a hard surface. The pump had been reconnected and attempted to start but "no disposable" alarm returned. Pump had been powered off. A continuous infusion rate of 38 ml/24 hours had been programmed, with a total reservoir volume of 67 ml and given 5 ml. The event occurred while in use with a patient, and the patient was not affected.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: customer reported the pump was alarming no disposable clamp tubing. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.